Event description:
The returned summit bone screw was broken at the top portion of the threads, at the base of the screw head. According to the complainant, the screw broke during insertion and the broken piece of the screw had to be left in the bone. A complaint history analysis was performed and no other complaints of this kind have been reported for this part number. In discussion with the surgeon, he did not drill or tap deep enough for a 14mm screw. He also stated that he was not satisfied with the initial placement of the screw and tried to re-direct it without removing it first. This put excessive torque and bending moment on the screw. Once the screw became lodged, the surgeon tried to remove the screw, at which time, the screw broke. A fracture analysis was performed and it was found that the screw broke under a static load and not due to fatigue. The test report also supports the surgeon's claim that the screw broke in a counter-clockwise motion, which would occur during screw removal. Also, the test report showed that no material defects were observed in the screw. The screw breakage was most likely caused by surgical technique error. Excessive torque and bending moment was placed on the screw because the surgeon did not drill or tap the hole deep enough to accommodate the screw, and he tried to re-direct this screw once it was placed. The surgeon was contacted with the results of the evaluation.